Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of 10/31/2010 and missing the month. The MFR's records show the actual expiration date to be 08/31/2010. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B) (4).

Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of 10/31/2010 and missing the month. The manufacturer's records show the actual expiration date to be 08/31/2010. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.